Event description:
It was reported that at the last interrogation the device reported an expected longevity of 2.5 years, but went to end of life (eol) within 2 months. The patient is pacemaker dependent because of complete heart block and developed bradycardia. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.